Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during cataract surgery, a patient experienced an incision burn during suction. It was noted that the patient had a "tough" cataract. Additional information has been requested.

Manufacturer narrative:
The customer did not retain a sample. Therefore, visual inspection or functional testing could not be conducted. This is the first complaint reported for this finished goods lot. Review of the DHR indicates the order was built to specification. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. (B)(4).